Event description:
It was reported to philips that the device's power supply had no green light indication. There was no patient involvement. Based on the information available and the testing conducted, the cause of the reported problem was due to a faulty ac power module. The reported problem was confirmed. Upon conclusion of the evaluation, it was determined that this was a malfunction of the ac power module. The customer ordered a replacement ac power module. The device remains at the customer site and no further evaluation is required at this time. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.